Event description:
It was reported, the customer's insulin pump resets and restarts itself after bolus deliveries. Troubleshooting found the customer had also received an unexpected restart alarm and a signal too low alarm. The customer stated their temp basal was not programmed before the alarms occurred. The customer also reported their insulin pump would go through a selftest after every bolus. The customer also stated the unexpected restart alarm was recurring during normal use. Customer's blood glucose was 180 mg/dl. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No error alarm was noted. The insulin pump alarmed for a reset error and reset with a loss of memory due to a broken solder joint on the interface board. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.